Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 05/27/2020. An investigation was conducted on 06/09/2020. A visual inspection was conducted. Sign of blood was observed on the loading device. Signs of clinical use and heavy amounts of blood was observed on the delivery device. Delivery device was observed to be returned outside of the loading device. The seal and tension spring assembly was observed outside the loading device window but inside the body of the loading device. The seal and tension spring assembly was removed from the loading device. The seal was observed to have remained in the folded state upon removal from the loading device. No crack/delamination of the seal was observed. Signs of clinical use and heavy amounts of blood was observed on the delivery device. The blue slide lock was observed to be dis-engaged and the plunger was fully depressed. Blood was observed inside the delivery tube indicating an attempt to deploy the device in the aorta. Dimensions of the delivery tube could not be taken due to evidence of blood observed in and outside the delivery device. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed as well as the analyzed failure "premature deployment".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID #: (B)(4).